Event description:
Allegedly, the screw broke as it was being removed.

Manufacturer narrative:
This investigation is not complete. This is a reportable product malfunction. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete.